Manufacturer narrative:
The field service engineer (fse) examined the system but was unable to find anything that would have contributed to the reported issue. The company service representative examined the system. As a preventative measure, the fluidics module was replaced. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The system was found to meet specifications; therefore, the root cause of the reported event was inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a surgery, two patient experienced variation of ocular pressure in the anterior chamber. No system message was displayed. The surgery was completed with the same system. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).